Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device did not detect any holes. Functional testing involved a leak test and found that a leak was detected in the cuff. A review of testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part number and found no discrepancies. Functional testing of 32 device samples was performed and did not detect any deflated cuffs. Based on the evidence, the complaint was confirmed and the root cause was unable to be determined.

Manufacturer narrative:
Event date: (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid tracheostomy tube cuff had an air leak after the tube was inserted into a patient. The user attempted to inflate the cuff again but it was observed that the cuff leaked after awhile. It was noted that the device was checked in accordance with its instructions for use. A tube change was conducted to address the issue. No patient injury was reported. The event was considered resolved.